Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the therapy worked for them for a couple of weeks, and then it stopped being very effective. They tried different settings and manipulations, but the doctor was over an hour away and they stopped following up. The caller also noted that the doctor thought the problem was neurological damage and said the device would not work for them. The patient will charge externals and call back for help with MRI mode. Warm tx caller to patient registration to obtain a new ID card, the device has not been working for a long time.